Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient had manipulated the pca pump to increase his hydromorphone dose and decrease the lock out time in order to receive more medication prescribed. It was reported the patient did not have a key, the customer suspects the patient tampered with the lock mechanism. There was patient involvement but no harm.

Event description:
It was reported that the patient had manipulated the pca pump to increase their hydromorphone dose and decrease the lock out time in order to receive more than prescribed dose of medication. It was reported the patient did not have a key; the customer suspects the patient tampered with the lock mechanism. There was patient involvement but no harm. Bd received additional information. It was reported by the hospital's director of controlled substances and director of pharmacy that the "oncology patient manipulated the pca pump to receive more drug than was ordered over a three-day period. All interviews with staff indicated the patient did not have a key to use with the pca." The customer stated, ¿they didn¿t think the patient had a key because the clinician had a hard time inserting and moving the key themselves and noted scratches on the metal portion of the lock.¿ the medication ordered was dilaudid 0.2mg every 15 minutes pca dose, no continuous dose. Per report, hospital process is every four hours a pca check is done by the rn. The patient was reportedly changing the dose to 1mg every 5 minutes and was receiving about 10 to 11mg of dilaudid during that time. The patient was initially on a morphine pca for less than 24 hours and then it was changed to a dilaudid pca. Logs from the dilaudid infusion were downloaded and reportedly reviewed by the customer. The customer found the patient initially encountered a hard limit with the amount they entered and had to enter a new amount. The director of pharmacy stated having a hard min and hard max on pca infusions in their data set and a limit on the continuous basal rate and bolus. The patient reportedly received approximately 100mg of dilaudid over three days. No patient harm and when reviewing the patients¿ vital signs, there were no changes noted. Per report, this event occurred with 2 separate pca modules. The first pca was in use for about 60 hours and the second was only in use for 2 to 3 hours. The first pca was removed at 4am due to the nurse thinking either the pca was malfunctioning or a ¿gut¿ feeling of possible tampering. A new pca and syringe were started at this time and a yellow highlighted sticker was placed on top of pca. This was done to ensure a closed system. At the change of shift, the primary nurse noted the sticker was scratched off.

Manufacturer narrative:
Omit: report source other, b17 - device not returned, c20 - no findings available correction: describe event or problem, report source additional information: unique identifier (UDI) # , medical device serial #, device available for eval?, concomitant med prod data(8100), returned to manufacturer on, device eval by manufacturer? , device manufacture date, imdrf annex a,g,b,c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of tampering of the pca module could not be confirmed from the log analysis and could not be replicated through device testing. The retrieved associated device logs did not show the initial infusion programming for the drug hydromorphone at 30mg/30ml (drugid 373), the last known configuration for the pca was made on (B)(6) 2024 at 10:38 pm, programming a dose of 0.4 ml, a lockout interval of 10 minutes, and a max limit of 2.4 mg/1h. It was noted that the device had been in use at least one (1) day prior to the reported incident date. Between the time of 12:00 am and 12:04 am, three (3) pca invalid requests were made. At 12:05 am, the door was unlocked and the pca was programmed at a dose of 1 ml and a lockout interval of 5 minutes, overriding two (2) soft guardrails limits. The door was locked, unlocked, and then locked again after attempting to change the max limit. Between the time 12:06 am and 12:08 am, the door was locked and unlocked multiple times, followed by multiple illegal keypresses. It could not be determined if these instances were associated with a possible tampering event. At 12:08 am, the pca was again programmed at a dose of 1 ml and a lockout interval of 5 minutes, overriding two (2) soft guardrails limits. Between 12:14 am and 12:25 am, multiple pca requests were made, with only on two (2) being valid. Multiple illegal keypresses were observed during this time. At 12:27 am, the door was unlocked again and the locked after changing the dose to 0.4 ml and the lockout interval to 10 minutes. Between 12:28 am and 12:29 am, the user navigated briefly through the patient history menu. Between 12:40 am and 1:06 am, two (2) valid pca requests were made. At 1:27 am, the door was unlocked and locked again after changing the dose to 0.1 ml. At 1:55 am, there was a valid pca request. At 2:01 am, multiple illegal keypresses were observed, and the door was unlocked and locked twice before programming the dose at 0.1 ml again. At 2:02 am, the door was unlocked and locked before changing the dose to 0.4 ml. At 2:12 am, there was a valid pca request. At 2:15 am, the user navigated through the patient history and dose request setup menus. After 2:16 am, the user navigated through the drug event history multiple times and the tamper switch was activated at 2:20 am. The pca dose cord was removed at 4:17 am. The pca module would continue to be used until the suspect device, alongside the concomitant pcu, were turned off on (B)(6) 2024 at 11:55 am. It was noted that the pca dose of 1 ml with 5 minutes of lockout interval, overriding two (2) soft guardrails limits, had been programmed 15 times on the day before the reported incident. The inspection and testing of the pca module did not find any existing malfunctions. The suspect pca module was found to be functioning within specification and was operating as intended. No obvious signs of tampering were observed. Per product labeling, the alaris system user manual (v12.1), in the locking and unlocking tamper resist subsection, mentions the use of the tamper resist switch feature. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: 8120 pca module sn (B)(6) (suspect) device was not disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Incidental finding: the front panel observed a crack around the pca dose request cord connector. 8015 pcu module sn (B)(6) (concomitant). The device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files 01567723 for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. 8100 pump module sn (B)(6) (concomitant). The device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files 01567723 for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Root cause: the root cause of the reported tampering of the pca module was not determined. No anomalies were observed with the pca module that would contribute to the reported event. There was no allegation of a product deficiency. Review of the device logs did observe multiple instances of invalid keypresses that were proceeded by the door being unlocked, it could not be determined from a review of the logs if these instances were associated with a tampering event. Note that this report lists imdrf annex a0401, g02017, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the patient had manipulated the pca pump to increase their hydromorphone dose and decrease the lock out time in order to receive more than prescribed dose of medication. It was reported the patient did not have a key; the customer suspects the patient tampered with the lock mechanism. There was patient involvement but no harm. Bd received additional information. It was reported by the hospital's director of controlled substances and director of pharmacy that the "oncology patient manipulated the pca pump to receive more drug than was ordered over a three-day period. All interviews with staff indicated the patient did not have a key to use with the pca." The customer stated, ¿they didn¿t think the patient had a key because the clinician had a hard time inserting and moving the key themselves and noted scratches on the metal portion of the lock.¿ the medication ordered was dilaudid 0.2mg every 15 minutes pca dose, no continuous dose. Per report, hospital process is every four hours a pca check is done by the rn. The patient was reportedly changing the dose to 1mg every 5 minutes and was receiving about 10 to 11mg of dilaudid during that time. The patient was initially on a morphine pca for less than 24 hours and then it was changed to a dilaudid pca. Logs from the dilaudid infusion were downloaded and reportedly reviewed by the customer. The customer found the patient initially encountered a hard limit with the amount they entered and had to enter a new amount. The director of pharmacy stated having a hard min and hard max on pca infusions in their data set and a limit on the continuous basal rate and bolus. The patient reportedly received approximately 100mg of dilaudid over three days. No patient harm and when reviewing the patients¿ vital signs, there were no changes noted. Per report, this event occurred with 2 separate pca modules. The first pca was in use for about 60 hours and the second was only in use for 2 to 3 hours. The first pca was removed at 4am due to the nurse thinking either the pca was malfunctioning or a ¿gut¿ feeling of possible tampering. A new pca and syringe were started at this time and a yellow highlighted sticker was placed on top of pca. This was done to ensure a closed system. At the change of shift, the primary nurse noted the sticker was scratched off.

Manufacturer narrative:
Additional information: imdrf annex a,g codes and manufacturer narrative. Note that this report lists imdrf annex a040601, g04061 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.